Event description:
It was reported that the pt has expired. The date of patient's death and implant duration are unk, therefore, the aware date is being used as the occurrence date. It is unk it the death was device related. It was also noted that the pt has another valve implanted. No further details were provided. Info learned from implant patient registry. It was additionally reported that a second device, model #6900ptfx, was implanted. Refer to MFR report # 2015691-2009-09999.

Manufacturer narrative:
Device not returned.